Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to malposition and instability. Intra-operatively the following was noted: slight malposition of femoral component, worn insert with broken locking wire, and broken tibial baseplate. The baseplate was broken medially 1/3 of the way through the anterior medial spike. The patient was revised to a ts knee with a universal baseplate and stems.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon baseplate was reported. The event was confirmed via evaluation of the provided photographs of the device. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided intraoperative and explantation photographs indicated that the baseplate is fractured. The device is covered in blood and tissue. No further observations can be made from the photographs. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Fracture of the triathlon baseplate was observed intraoperatively. The reported device was not returned however photographs were provided for review. Visual inspection of the provided intraoperative and explantation photographs indicated that the baseplate is fractured. The device is covered in blood and tissue. No further observations can be made from the photographs. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to malposition and instability. Intra-operatively the following was noted: slight malposition of femoral component, worn insert with broken locking wire, and broken tibial baseplate. The baseplate was broken medially 1/3 of the way through the anterior medial spike. The patient was revised to a ts knee with a universal baseplate and stems.